Manufacturer narrative:
After interviewing the customer it was determined the technician was inappropriately drawing patient specimens using the leadcare ii specimen dropper rather than the provided microcapillary container. The blood treatment reagent ratio is critical to product performance therefore inappropropriate measurement due to off label use of the specimen dropper may lead to discrepant patient results. The customer was contacted by magellan diagnostics and retrained on proper specimen collection and running of the sample. (B)(4).

Event description:
Customer reported controls out of range, after investigation with customer it was uncovered the technician was inappropriately using the leadcare ii specimen dropper to add the sample to the treatment reagent rather than the 50l capillary tubes provided in the test kit. Per the leadcare ii user's guide 1-13 which states: use only the heparinized capillary tubes provided with the leadcare ii test kit. The capillary tube must be filled to the fill line (50l) for accurate results.